Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly experienced elevated blood glucose levels of >300 mg/dl which could not be resolved via pump but resolved once she switched to her back up pump. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.